Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an unspecified secondary infusion was observed flowing into a primary infusion of normal saline. There was no patient harm.

Manufacturer narrative:
Conclusion code: field left blank. No available code for undetermined or unknown cause. The customer¿s report of check valve failure was confirmed. The primary and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The size of the particle was measured to be (B)(4)¿ long. The particle was identified to be cellulose. The root cause of the check valve failure is due to a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the cellulose was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an unspecified antibiotic secondary infusion intended to complete in one hour instead was empty in a few minutes time and an unregulated flow was observed. The clinicians in attendance then determined the secondary was flowing into a primary infusion of normal saline, not the patient. The primary infusion was noted to be infusing at the correct rate and there was no patient harm.